Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-49516.

Event description:
It was reported that the customer had high blood glucose levels. Customer was hospitalized on (B)(6) 2014 with a blood glucose level of 800 mg/dl. Customer stated that it may have been related to her leg going bad and needing to be amputated. Customer had very high blood glucose levels and the doctors claim that it was her leg's fault. Customer had a bit of a heart attack, touch of pneumonia, high blood glucose levels, and possibly diabetic ketoacidosis. Customer's leg was amputated below the knee. Customer was released with her pump on saturday. Customer was wearing the pump at the time of hospitalization. Customer was released from the hospital four days after admittance and she left with her pump and her leg amputated. Customer mentioned that she took her set out this morning and the cannula was bent with some blood at the site. No additional information provided.